Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Emergency services (ems) were called and ems assisted the customer with checking and monitoring bg level. The customer consumed glucose tablets and carbohydrates to address bg. Customer updated their settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.